Event description:
It was reported that the 9900 system would not fluoro. The 9900 system had to be rebooted then the language switched to english and there was a loss of data. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed during the service call.